Event description:
It was reported that during a procedure that the atrial lead was noted to have an insulation breach. The physician elected to cap and replace the atrial lead. The patient condition was stable before, during, and after the procedure.